Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of heparin was programmed to infuse at 12 u/kg/hr (9.3ml/hr) along with a 60u/kg/hr bolus (462.6 ml/hr) given at 2:41pm. Then the pump returned to infusing at 12 u/kg/hr (9.3ml/hr) again a few moments later. There was no report of patient. Harm.

Event description:
Then, the infusion was stopped at 15:04 and IV fluids were started on the same module at 15:06 at a rate of 999 ml/hr with a volume to be infused of 500 ml. After 22 minutes, there were two free flow alarms and the infusion then was restarted.